Event description:
It was reported that the customer had received a motor error alarm, followed by an off no power alarm. The customer stated that he had received the motor error alarm and that after rewinding the insulin pump, the insulin pump had given an off no power alarm. The customer also stated that a few weeks prior to the malfunction, he had went through a full-body scanner while travelling. The customer then mentioned that he used a paradigm reservoir and a mio infusion set and wasted three sets in regards to this issue. Troubleshooting was performed. The insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.